Manufacturer narrative:
Findings: unable to perform displacement test due to blank display. Blank display due to missing battery tube spring noted. Slightly stripped battery cap coin slot noted. There was a cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It is reported that a customer cannot remove the battery out of their insulin pump. The patient's blood glucose level was 243 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.